Manufacturer narrative:
The suspect medical device was updated from ln 07c18-20 lot unknown to ln 07c18-39 lot 94361fn00. An evaluation is still in process, a follow up submission will be sent when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, and a review of labeling. No adverse trend was identified for the customer's issue. No return patient sample was available. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within expected limits. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, anti-hbs list 7c18 has a similar product ausab, distributed in the us, list number 1l82.

Event description:
The customer observed a false positive (B)(6) result on the architect i2000sr analyzer. The following data was provided: (B)(6) initial (B)(6), repeat (B)(6). There was no impact to patient management reported.